Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "concern with the product." Healthcare professional additionally reported "small left hilar and mediastinal calcified lymph nodes, calcified granulomas," and "old granulomatous disease", not device related. Device remains implanted.